Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient came back to the operating room because hip had dislocated. Surgeon put in a fresh eleos proximal femur, new head and poly. (B)(6).